Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that on (B)(6) 2022, while using the ria2 system, three reamer heads broke. The entry point was medial and therefore the flexible drive shaft was not stressed around a significant bend. Surgery was delayed by 20 minutes in relation to this event. The broken reamer head was removed and replaced with another. Fragments were generated, and the small ¿legs¿ of the reamer head were unable to be retrieved. The cutting head was able to be retrieved thanks to the guide wire. It was reported that the procedure was not successfully completed. No further information is available. This report involves one 11.0mm reamer head for ria 2 sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation cannot be performed due to lot number being unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reamer head f/ria 2 ø11 was broken, it was observed the tangs of the reamer head are broken off. The fragments of the piece were not returned and no other issues were identified. Embedded device condition can be confirmed since, the x-ray image provided shown fragment remains in patient. A dimensional inspection for the reamer head f/ria 2 ø11 was unable to due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø11 would contribute to the complained device issue. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.